Manufacturer narrative:
On initial inspection of the device, there was damage noted on the outside shell. Once removed, there was evidence of a fluid, potentially blood, inside. Therefore, it is likely the device was damaged, allowing liquid ingress.

Event description:
User reported that there was no forward flow and some rerograde air coming back toward the arterial pump during start-up when priming the device. The user rebooted the pump then used it to successfully complete the case. We consider pump stoppages to be reportable. There was no patient involvement during the pump stoppage, and no harm to the patient when the pump was successfully used within the surgery.